Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a routine follow-up, device interrogation revealed an alert for the device inhibiting therapy due to ventricular lead noise. The patient was scheduled for a lead procedure. The lead was capped and replaced. The patient condition is stable.